Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered for right ventricular (rv) lead bipolar lead impedance for high undefined impedance. The rv lead remains in use. The right atrial (ra) lead exhibited noise, oversensing and undersensing. The ra lead remains in use. Additionally, an left ventricular (lv) lead polarity switch occurred and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered for right ventricular (rv) lead bipolar lead impedance for high undefined impedance. The rv lead remains in use. The right atrial (ra) lead exhibited noise, oversensing and undersensing. The ra lead remains in use. Additionally, an left ventricular (lv) lead polarity switch occurred and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead experienced a dislodgment. The ra lead was replaced. The rv lead and lv lead issues were noted to have occurred during the ra lead revision procedure as the device was outside of the pocket.